Event description:
The following is a clinical opinion based on a customer product complaint. This is not a clinical adverse report event. The only history provided is as follows " as injector was injecting, the gel was visually separated by an air bubble and the plunger was not able to push through the needle ". The one photo provided shows a syringe with .35 cc of product distally at the hub and the plunger completely removed from the syringe. The syringe has a 30 gauge needle attached. The most common reason for air bubbles during injection is from aspiration in the setting of a needle that has not been securely seated on the hub. This allows air to enter the syringe from the seal between needle base and syringe hub during aspiration, which is practised by most injector as a check that the needle is not intravascular. Proper securing of the needle to the syringe prevents this from happening. Internal report number: (B)(4).